Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one device and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The needle was received loaded in the jaws. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The subject needle and a pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y, the doctor used 15 loads on the device. On the 15th load, the needle jammed within the jaws and it was unable to be unloaded or to load another load. Another device was used to complete the case. The device will be returned with the needle in the device. No adverse events have been reported.